Event description:
It was reported that the balloon (subject device) burst during inflation. It is unknown how much pressure was used, but it was not above the rated burst pressure. There were no clinical consequences to the patient.

Manufacturer narrative:
The subject device will not be returned because it was disposed.

Event description:
It was reported that the balloon (subject device) burst during inflation. It is unknown how many inflations were performed. It is also unknown how much pressure was used, but it was not above the rated burst pressure. The burst occurred inside the patient, but there were no clinical consequences to the patient from this event.

Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. The device history record review confirms that the device met all material, assembly and performance specifications. Because review and analysis of available information could not identify a definitive cause and because the product was not returned, the cause for the reported issue could not be determined.